Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for analysis. The stent dislodgement and damage were able to be confirmed. The difficult to position could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the mildly tortuous, heavily calcified, eccentric, 99% stenosed, de novo, proximal left anterior descending artery, after pre-dilatation was completed, the 3.0 x 38 mm xience alpine stent delivery system (sds) was advanced. The guide wire and guide catheter became disengaged and the sds was retracted resulting in the stent implant dislodging. The dislodged stent implant was retrieved using a snare device without reported issue. Outside the anatomy the stent implant was noted to be stretched. Additional lesion dilatation was performed and a different xience alpine stent was successfully implanted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.